Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of the event is unknown. Additional information will be provided when available.

Event description:
It was reported the video system center presented no image and the message asking to clean connectors, moisture shows up. There were no reports of patient harm.